Event description:
It was reported to boston scientific corporation that a pelvic floor repair procedure performed on (B)(6) 2010, using an uphold vaginal support system, went "fine." On (B)(6) 2010, the patient presented with a mesh erosion. The patient was brought back in during the week of (B)(6) 2010 (exact date unknown) and the physician re-operated on the patient. The physician cut one of the mesh legs because he opined that it may have been placed too tight. The physician prescribed the patient premarin estrogen cream, to be applied twice a week. It was reported that the patient is now doing "fine" and the physician does not plan on any further intervention.

Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.